Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. In response to FDA report number: mw5085333. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported "implants ruptured and leaked throughout my body", "extreme pain", and "I had them removed and I am completely back to health". Device has been explanted. This record is for an unknown side.